Manufacturer narrative:
MDR-3009897021-2021-00067_122827-iss submitted on 09-apr-2021 noted the following: h3: device evaluated by manufacturer?: no - other - device was not returned h6: type of investigation: 4117. H3: device evaluated by manufacturer?: no; device evalatuion anticipated, but not yet begun. H6: type of investigation: 10. Based on additional information provided regarding the device, kci's assessment remains the same; it cannot be determined that the alleged hemorrhaging is related to the v.a.c.ulta¿ negative pressure wound therapy system. The device passed quality control checks and met specifications before and after patient placement.

Event description:
On (B)(6) 2020, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2021, the device was placed with the patient. On (B)(6) 2021, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged hemorrhaging is related to the v.a.c.ulta¿ negative pressure wound therapy system. The physician could not determine if the bleeding was related to the device. The bleeding reportedly originated from part of the wound that was not in direct contact with the v.a.c. Veraflo cleanse choice¿ dressing, and the patient reportedly experienced complications in the pancreas with fragile tissue. Device labeling, available in print and online, states: v.a.c.ulta¿ therapy system contraindications do not place foam dressings of the v.a.c.ulta¿ therapy system (including both v.a.c.® therapy and v.a.c. Veraflo¿ therapy dressings) directly in contact with exposed blood vessels, anastomic sites, organs, or nerves. V.a.c.ulta¿ therapy system warnings bleeding: with or without using v.a.c.® therapy or v.a.c. Veraflo¿ therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ, infection, trauma, radiation, patients without adequate wound hemostasis, patients who have been administered anticoagulants or platelet aggregation inhibitors, patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy or v.a.c. Veraflo¿ therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy or v.a.c. Veraflo¿ therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.ulta¿ therapy unit and dressings (both v.a.c.® therapy or v.a.c. Veraflo¿ therapy) should not be used to prevent, minimize or stop vascular bleeding. Protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy or v.a.c. Veraflo¿ therapy. Always ensure that v.a.c.® foam dressings and v.a.c. Veraflo¿ foam dressings do not come in contact with vessels or organs. Use a thick layer of natural tissue should provide the most effective protection. If a thick layer of natural tissue is not available or is not surgically possible, bio-engineered tissue or multiple layers of non-adherent dressing material may be considered as an alternative, if deemed by the treating physician to provide a complete protective barrier. If using non-adherent materials, ensure they are secured in a manner that will maintain their protective position throughout therapy. Consideration should also be given to the negative pressure setting and therapy mode when used when initiating therapy. Caution should be taken when treating large wounds that may contain hidden vessels which may not be readily apparent. The patient should be closely monitored for bleeding in a care setting deemed appropriate by the treating physician. ·hemostatic agents applied at the wound site: non-sutured hemostatic agents (for example, bone wax, absorbable gelatin sponge, or spray wound sealant) may, if disrupted, increase the risk of bleeding, which, if uncontrolled, could be fatal. Protect against dislodging such agents. Consideration should be given to the negative pressure setting and therapy mode used when initialing therapy. ·sharp edges: bone fragments or sharp edges could puncture barriers, vessels, or organs causing injury. Any injury could cause bleeding, which, if uncontrolled, could be potentially fatal. Beware of possible shifting in the relative position of tissues, vessels or organs within the wound that might increase the possibility of contact with sharp edges. Sharp edges or bone fragments must be eliminated for the wound area or covered to prevent them from puncturing blood vessels or organs before the application of v.a.c.® therapy or v.a.c. Veraflo¿ therapy. Where possible, completely smooth and cover any residual edges to decrease the risk of serious or fatal injury, should shifting of structures occur. Use caution when removing dressing components from the wound so that wound tissue is not damaged by unprotected sharp edges.

Event description:
On 12-mar-2021, the following information was provided to kci by the physician: the patient underwent a surgical abdominal aortic aneurysm synthetic graft replacement procedure, and subsequently experienced surgical wound dehiscence. On (B)(6) 2021, the v.a.c.ulta¿ negative pressure wound therapy system was applied with "si" mesh as the protective layer. On (B)(6) 2021, abdominal bleeding was allegedly observed, and the patient underwent surgical placement of an abdominal stent graft. Post-operatively, the v.a.c.ulta¿ negative pressure wound therapy system was re-applied. The patient continues to use the v.a.c.ulta¿ negative pressure wound therapy system. It was reported that the bleeding originated from part of the wound that was not in direct contact with the v.a.c. Veraflo cleanse choice¿ dressing. Also, the patient reportedly experienced complications in the pancreas and the tissue was fragile. The surgeon could not determine if the bleeding was related to the v.a.c.ulta¿ negative pressure wound therapy system. On (B)(6) 2021, the kci representative reported the physician is unavailable to provide additional clinical information. The patient continues to use the v.a.c.ulta¿ negative pressure wound therapy system. No additional information was provided. The patient continues to use the v.a.c.ulta¿ negative pressure wound therapy system, therefore, the device is currently not available for evaluation.